Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing multiple high blood glucose. The customer¿s blood glucose level at the time of the incident was 421 mg/dl. The customer¿s current blood glucose level was 266 mg/dl. The customer would treat their blood glucose with the insulin pump. The customer also experienced a high blood glucose level of 428 mg/dl. Troubleshooting was performed and insulin exited without incident. The device will not be returned for analysis.